Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the wings separated from the bd insyte¿ autoguard¿ shielded IV catheter during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when safetying the catheter the wings separated from the catheter".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the wings separated from the bd insyte¿ autoguard¿ shielded IV catheter during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when safetying the catheter the wings separated from the catheter."